Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 587 mg/dl due to an issue with his cartridge as customer's bg level wasn't coming down after bolusing through the pump. Reportedly the customer changed cartridge and infusion set and bolused through pump to address the issue and continued insulin therapy.